Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker along with the right ventricular (rv) lead exhibited oversensing with no pacing inhibition. High out-of-range (oor) pacing lead impedance (pli) greater than 2,000 ohms was also observed. A surgical intervention was performed wherein the lead was surgically abandoned and the device was explanted. No adverse patient effects were reported.